Manufacturer narrative:
The field for section was not populated due to a technical limitation. Product code: dqx this MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
It was reported that the roadrunner uniglide hydrophilic wire guide was sticky and difficult to advance. It was later found that the wire's hydrophilic coating had mostly come off. The procedure was still completed with this device, and there were no injuries or additional procedures reported. No pieces of the device were left in the patient.